Manufacturer narrative:
The customer¿s report of spin collar breakage was confirmed. Visual inspection of the received set showed that the hub (collar) of the distal luer lock was missing. Functional testing was not performed due to the obvious missing luer lock component. The root cause of the component breakage was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported the spin collar of an unspecified set cracked and broke during an unspecified infusion. There was no leaking or patient harm.